Manufacturer narrative:
The investigation into the high purge pressure and the low pump flow issues has been completed since the original report was submitted. The pump was not returned for investigation. Per the clinical data provided, there was a gradual increase in high purge pressure and low purge flow which resolved quickly after tpa addition. The root cause of high purge pressure was most likely biomaterial ingestion as issue was resolved after tpa addition. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 72-year-old male post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella rp flex for mechanical circulatory support. It was reported that an implanted impella rp flex pump began to experience high purge pressure and low pump flows during patient support. A tissue plasminogen activator protocol was initiated each time high purge pressure was encountered, but the pump flow remained below one liter per minute. As a result of the persistent issue, the decision was made to wean and explant the device. There was no patient harm.